Event description:
It was reported to philips that the system gave an alert indicating the image disk was full, preventing fluoroscopy. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue had occurred during the coronary diagnosis procedure. The procedure was completed as planned after restarting the system. The philips remote service engineer (rse) analysed the system remotely and reconnected the ippc image disk and verified the initialization, but issue persisted. Upon troubleshooting actions, the fse inspected the system onsite and identified an issue with database which preventing fluoroscopy. The fse formatted the disk and reconfigured the database. After repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system after restart, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.